Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced pericardial effusion and cardiac tamponade due to cardiac perforation from the right ventricular (rv) lead. It was noted that testing showed worsening parameters. Pericardiocentesis was performed and the lead was capped and replaced. The patient was enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.